Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose. Troubleshooting was performed. The programming on the insulin pump was correct. The status screen and reservoir insulin amounts matched. Ran a displacement test and the device passed the test. The customer stated that the insulin pump was exposed to a magnetic resonance imaging. Also, the alarm history revealed a low reservoir alarm. No further information was provided.